Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant procedure the patient experienced palpitations, bradycardia and chest discomfort. X-ray confirmed that during the implant procedure the right ventricular (rv) lead dislodged / pulled back due to insufficient slack. The lead was later revised and remains in use. No further patient complications have been reported as a result of this event.